Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. There is no indication that the patient sustained a serious injury. The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered from the field. The device download data was reviewed. The download data does not indicate any device malfunction. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact was vibration resulting from the patient riding a motorcycle. The loud environment prevented the patient from hearing the alarms and pressing the response buttons. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Motion artifact contributed to the false detection. The patient was riding a motorcycle at the time of the event. The response buttons were not pressed during the event. The patient did not seek medical attention and continued to wear the lifevest.